Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6)as follows: it was reported that on (B)(6) 2018, patient underwent a procedure involving suprapatellar instrumentation for expert tibial nail. During the surgery, a driving cap was attached to an insertion handle. When the surgeon hammered the driving cap a few times to insert the nail into the bone, the driving cap broke off at its threaded area. The broken piece of the driving cap fell and did not enter the patient¿s body. The rest of the driving cap remained with the insertion handle. The surgeon was still able to carefully insert the nail into the bone successfully. The surgery was completed within a 30-minute delay. There was no adverse consequence to the patient. Concomitant devices: tibial nail (part: unknown, lot: unknown, quantity: 1), insertion handle for suprapatellar (part: 03.010.440, lot: 12-5882, quantity: 1). This report is for a driving cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.475; lot: 7866056; manufacturing site: bettlach; release to warehouse date: july 02, 2012. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection , investigation site: zuchwil; selected flow: 5. Broken . Visual inspection: the complaint device was received with the distal tip broken off at the most proximal thread. Impaction marks were noted on the top of the driving cap, including marks around the outer edge. Dimensional inspection: the relevant features are heavily damaged in a manner which prevents accurate measurement of the features. Drawing/specification review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Material review/ hardness review the material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Conclusion: our investigation has shown that the complaint condition is confirmed. Because of the damage, it is not possible to measure the relevant dimension. The various mechanical damages are clearly caused post manufacturing. Unfortunately, we are not able to determine the exact cause of this complaint. Due to the wear and tear signs, we can assume that this product was an often and intensive used instrument over the years. The potential root cause for the broken thread tip can be that the driving cap is not tightened and secured to the stop of the insertion handle with a combination wrench. This may arise a gap between the stop surfaces, which shifts the hammering forces on the threaded connection. Moreover, bending forces are created by the gap, which additionally stresses the thread, which may lead to a breakage. With a tight connection between the driving cap and insertion handle, the forces can be transmitted via the stop surfaces. This can prevent the breaking of the thread. Finally, we conclude that the cause of failure is not due to any manufacturing nonconformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.